Event description:
Bard max-core biopsy device misfired during prostate biopsy. New max-core biopsy device obtained and used for remainder of biopsy procedure. Defective device kept for further investigation. Site notified rep and coordinated return of faulty device. Ref #: mc1825. Lot #: rekt3772. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).